Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to replicate the reported issue. The stm identified error code 58 and 124 in the iabp's error logs, along with an electrical test failure code 4. The stm indicated that the drive pressure was unresponsive, with zero atmospheric value, thus unable to calibrate transducers or pressure regulator; however the vacuum was responsive. The stm turned the system off, disconnected and reseated the drive transducer to the pneumatic interface board and commenced reading drive pressure as well as atmospheric pressure. To address the issue the stm replaced suspect drive transducer and calibrated the unit. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that prior to use on a patient the end user power up the cardiosave intra-aortic balloon pump (iabp) and heard a loud noise pointing towards a system failure. The end user recycled the power and unit failed to boot up, with display stuck on boot up with a spinning circle and a loud noise. There was no patient involvement, thus no adverse event was reported.